Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in 2013 by the journal of techniques in hand & upper extremity surgery titled ¿simplified and strong: abductor pollicus longus suspension arthroplasty with biotenodesis screw fixation in the base of the index metacarpal.¿ the study reviewed 50 patients and identified carpometacarpal joint arthritis resulting in hyperextension deformation at the metacarpophalangeal joint with the bioabsorbable interference screws in 1 patient during the 1.5-year follow-up period. Ref: julien tp, earp be, blazar pe. Simplified and strong: abductor pollicus longus suspension arthroplasty with biotenodesis screw fixation in the base of the index metacarpal. Techniques in hand & upper extremity surgery. 2013;17(1):49-51.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.